Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise which caused episodes of noise reversion. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.